Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the plunger was depressed, the device lost vessel access and came out of the artery. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Loss of vessel access. The device was received. Investigation is not complete.